Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer in the intensive care unit due to high blood glucose over 600mg/dl and ketones over 6. The customer was throwing up and short of breath. The caller stated that they attempted to push the insulin and nothing came out. Advised the caller to call back if she needs us to troubleshoot the insulin pump. No further information was provided.